Manufacturer narrative:
A ge representative evaluated the system and replaced the cine drive and the cine board, and reloaded software. The system operates as intended.

Event description:
The customer reported that the system displayed a 'cine disk not available' error upon boot up. A loss of subtraction, road-mapping, or other critical vascular cine functions could result in undue patient delay, or damaged vasculature. There is no report of injury of death associated with the event.